Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary planned treatment procedure was performed when the issue happened, and procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed system's video inputs were not displaying on the flex vision monitor. The failure analysis revealed that the identified component was physically damaged, leading to the conclusion that the failure could not be confirmed the primary suspected failed component is the allura haswell flex vision pc. To resolve the issue, fse replaced the flex vision pc and hdd. After the replacement of flex vision pc and hdd, system was returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue is resolved by using the same allura system after restarting the system. The device has no issue, procedure was completed as planned to restart the system. This event would not be reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's video inputs were not displaying on the flexvision monitor. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.